Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below-the-knee vessel. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 2 atmospheres, the balloon ruptured and a pinhole was noted. The device was removed and the procedure was completed with a different device. There were no patient injury reported and the patient was in good condition post-procedure.

Manufacturer narrative:
E1. Initial reporter address: (B)(6). E1. Initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed signs of use. There was blood in the balloon. Microscopic examination while inflated revealed a pinhole 6 mm from the tip. Device analysis determined the condition of the returned device was consistent with the reported information of a rupture.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below-the-knee vessel. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 2 atmospheres, the balloon ruptured and a pinhole was noted. The device was removed and the procedure was completed with a different device. There were no patient injury reported and the patient was in good condition post-procedure.